Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: esbf3614c103e, serial/lot #: (B)(4), ubd: 27-aug-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that the patient presented emergently with an ischemic right leg approximately three weeks later. The patient reported that they had been like that for three days. A CT scan showed the right stent graft limb was occluded up to the flow divider with a narrowing just distal to the aortic bifurcation. A secondary procedure was carried out the day after the patient presented emergently. It was attempted to remove the clot from the limb and an additional stent graft limb etlw1610c124e was implanted to extend into the external iliac artery. It was reported that adequate flow could not be achieved through the limb and so a fem-fem bypass was then carried out to resolve the event. As per the physician, the cause of the event is due to patient anatomy. It was reported that at the index procedure stenosis and tortuosity was noted at the proximal right common iliac artery which hindered preclosure. Preclosure was completed after much difficulty. No additional clinical sequelae were reported and the patient is fine.